Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting procedure, the stent could not cross the lesion. The lesion being treated was a 75% stenosed, moderately tortuous vessel in the proximal to distal rca. No pt injuries or complications were reported. The pt status is listed as "good". The procedure was completed with another of the same device. However, the analysis of the returned product revealed that there was stent damage.

Manufacturer narrative:
(B)(6).the device was returned for product analysis and was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. There was blood visible in the distal shaft. Microscopic examination of the stent implant identified damage on the proximal end of the stent; struts in the first three rows on the proximal end of the stent were flared/bent back distally. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing records were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).